Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-05649.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that he was driven and couldn't concentrate and someone stopped him on the highway and called the paramedics. Nothing further was reported.